Event description:
Customer reported, problems with subtraction images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller board and reloaded software. System operates as intended.